Manufacturer narrative:
D10 concomitant product: 174027, 174027 mf endo hernia o 12 4.0 (lot # p3b0317) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic promonto-fixation procedure, when the surgeon needed to fix the mesh, the two hernia st aplers were unable to fire. The staples were blocked inside the reload and the reload did not function as usual when the surgeon pressed the handle to fire the staplers. No patient complications have been reported as a result of this event.